Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was for the last few days the pts battery was not holding a charge. They recharged the ins the night before last and its already out of charge. Pt said their ins had not been stimulating since last night. Pt confirmed that they had not adjusted therapy usage or settings. The patient was redirected to their healthcare provider to further address the issue. Pt then asked why check position was not highlighted in the menu. Agent reviewed adaptive stim and pt did not know if they had it programmed or not. On the call pt could not access therapy because they got the message battery empty recharge implant battery.